Manufacturer narrative:
The device is not expected to return as it was abandoned. (B)(4).

Event description:
It was reported that the pacing/ sensing portion of this right ventricular (rv) lead was surgically abandoned due to high pacing threshold measurements and the need of biventricular pacing on this patient. The defibrillation portion is still active. The patient underwent surgical intervention to replace an ICD due to normal battery depletion and it was necessary to replace the lead. No additional adverse patient effects were reported.